Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had discomfort an irritation at their implantable neurostimulator (ins) site. After meeting with the patient on the day of the report, the rep stated that the ins seems to be moving around in the pocket, and is tilted. The patient stated that in certain positions, the ins feels like it starts to stick out. Impedances were all within normal range. The physician preformed a lead revision on (B)(6) 2020; they moved the ins slightly higher to a new pocket. The issue was resolved at the time of the report. No further complications were reported or anticipated.